Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle would not stay locked into the device. No pt injury was reported. Another device was used to finish the procedure.